Event description:
It was reported to an aci sales professional that a female pt who underwent a diagnostic coronary catheterization procedure development a pseudoaneurysm (psa) which was confirmed via ultrasound sometime post procedure (same day as the procedure). The doctor assessed that the psa which measured 5-6 cm caused an occlusion of the right femoral vein which in turn caused the pt to develop a deep vein thrombosis (dvt). The psa was surgically repaired and in addition, a vena cava filter was implanted. The pt was hospitalized for one week before being discharged and is reportedly doing well with no other clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info received and investigation performed, the root cause of the reported pseudoaneurysm could not be determined. Pseudoaneurysms are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.